Manufacturer narrative:
Concomitant medical products: product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, lot# unknown, product type: accessory. (B)(4).

Event description:
(B)(4): the device was returned due to study closure. The patient recovered without sequelae. No patient injury was reported. Relevant medical history included: spinal pain.